Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The intraocular lens has been returned to b&l and is currently being evaluated. Results will be submitted to FDA in a supplemental report.

Event description:
The physician reports performing cataract surgery with attempted implantation of the li61se intraocular lens using the ez-28 delivery device. During insertion, the surgeon observed that the lens haptic was bent. Intervention was performed in order to enlarge the incision and remove and replace the damaged iol. A second li61se intraocular lens was implanted successfully. Reference MDR # 1119279-2010-00090.